Event description:
Event description guidant received information that this implantable right ventricular lead became dislodged 15 days post implant. The physician attempted to reposition the lead. The helix mechanism was successfully retracted, then extended. The physician elected to reposition the lead, but experienced difficulty retracting the helix mechanism. The decision was made to explant and replace this lead with a similar guidant product.